Event description:
The nurse reported to the sales rep, that during locking, the device broke in 2 pieces. It was also reported that the surgeon had no backup equipment, and the surgery was delayed 15 minutes and that a second plate was not implanted with the locking screws. There were no adverse consequences for the pt.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.